Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, ok, and audio bolus buttons became intermittently unresponsive a month ago. She noted that the buttons are difficult to press. The pt denied physical damage to the keypad; denied exposing the pump to water; and stated that she wears the pump on her bra with a clip.